Event description:
The source failed to return to the fully shielded position during a test. No pts were being treated at the time the event occurred. The source was returned manually by an authorized service representative.